Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The reported device was not returned as there was no adverse event identified by the treating physician and the device was discarded per the hospital's procedures.  While inconclusive, there was no evidence that the visual observation of vessel spasm was the result of the use of the orbital atherectomy device or that it caused or contributed to an adverse event for this patient. (B)(4).

Event description:
Csi was notified that a study core lab reported a visual observation of vessel spasm after use of the orbital atherectomy device during an angiographic image review following the procedure. The final angiographic morphology had no observation of spasm with a timi flow of 3. No adverse events or angiographic complications relating to vessel spasm were reported by the treating physician.